Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip (B)(4). Note: at call back on (B)(6) 2018, the customer stated that she did not currently have any diabetic symptoms. Customer stated she went to the doctor on (B)(6) 2018. Customer's blood glucose test result when at the doctor's was 174 mg/dl fasting. Customer stated it was not her blood pressure and that the diagnosis was high blood sugar. No treatment was given to the customer. Customer had an a1c test done and is awaiting the result. No additional blood tests were performed using the truemetrix meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 215 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. At the time of the call, the customer reported feeling dizzy and did not know if it was related to her diabetes; customer stated she would seek medical attention. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip UDI# (B)(4). Note: at call back on (B)(6) 2018, the customer stated that she did not currently have any diabetic symptoms. Customer stated she went to the doctor on (B)(6) 2018. Customer's blood glucose test result when at the doctor's was 174 mg/dl fasting. Customer stated it was not her blood pressure and that the diagnosis was high blood sugar. No treatment was given to the customer. Customer had an a1c test done and is awaiting the result. No additional blood tests were performed using the truemetrix meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 215 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. At the time of the call, the customer reported feeling dizzy and did not know if it was related to her diabetes; customer stated she would seek medical attention. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).